Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, however no failure was identified and a different issue was identified.

Event description:
It was reported that unexpected resets occurred intermittently. The customer successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.